Manufacturer narrative:
An event regarding disassociation involving a mets distal femur, femoral stem was reported. The event was confirmed by product inspection. Method & results: device evaluation and results: visual inspection: visual inspection indicates that the taper of the shaft has contrast discolouration at the edge of the taper, displaying a very dark colour. The lug at the end of the taper show¿s signs of non- uniform discolouration also. This discolouration is most concentrated at the end and becomes less apparent moving up the taper. At the middle and lower third of the shaft several deep scratches and chips are present, several faint scratches are present all around. A larger circular deep scratch is found across the rim of the shaft. Reviewing the female taper outer rim, we can a small chip. Looking at the surrounding inner walls of the taper there is no signs of wear. The ha collar shows slight signs of wear but appears intact and has not disassociated from the shaft. Therefore, visual inspection of the ha collar did not identify any damage or non-conformity relevant to the reported event. Material analysis: a material analysis has been performed. The report concluded: metallurgical examination: metallurgical cross section analysis was conducted to identify if any alpha case may be present due to manufacturing process which would have resulted in discoloration and alpha case development. Discussion and conclusion: visual examination confirmed discoloration. Stereological and electron microscopy examination confirmed the discoloration as oxide development. Metallurgical characterisation revealed no evidence of alpha case which would have resulted in high temperature exposure in oxygen environment. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the product history records indicate (B)(4) devices were manufactured and accepted into final stock on (B)(6) 2016 with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
(B)(6), the surgeon reported that a material vigilance (complaint) on (B)(6), 2020, following the dismantling of a mass knee prosthesis in a patient implanted on (B)(6), 2019. The femoral shaft became detached from the femoral stem and the conical cone, requiring a second operation on (B)(6), 2020. The surgeon stated, "we made the choice to keep the femoral stem in place."

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
On may 7, the surgeon reported that a material vigilance (complaint) on (B)(6) 2020, following the dismantling of a mass knee prosthesis in a patient implanted on (B)(6) 2019. The femoral shaft became detached from the femoral stem and the conical cone, requiring a second operation on (B)(6) 2020. The surgeon stated, "we made the choice to keep the femoral stem in place."